Manufacturer narrative:
The ge healthcare investigation concluded that the gehc device did not cause or contribute to the fire. External testing results show that none of the metallic material identified within singed materials is consistent with the materials comprised within the heater head assembly. There were no traces of metal and the material consisted primarily of melted plastic, a fibrous material with blue coloration from the chux. Additionally, an engineering assessment determined that should any material flake from the heater assembly, it would have sufficient thermal energy to ignite any material.

Event description:
The hospital reported fire inside a panda ires warmer during patient use in the treatment room of the mother baby unit. The nurse immediately removed the infant. There was no injury to patient or staff. Ge healthcare will submit a follow-up report when the investigation has been completed. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a3, a4, a5, and a6: information not provided. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. H3 other text : device evaluation anticipated, but not yet begun.